Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber. The patient alleges to have had sinus infections, pressure on the brain and nasal/throat soreness. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. Additional information was received and section (b5) should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the tubing and chamber. The patient alleges to have had sinus infections, pressure on the brain, running nose, headaches, sinus pressure, red eyes and nasal/throat soreness. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information received and section g3 was updated to reflect the new bad. Additional information received and section h6 health effect - clinical code(s) were updated to reflect new information. Additional information was received and section h6 was corrected with the appropriate code(s) for the: type of investigation/investigation finding/investigation conclusions which relect that the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received infomation an alleging running nose, headaches, sinus pressure, red eyes and nasal/throat soreness sinus infections, pressure on the brain related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.